Event description:
During device preparation, when the monitor on the operator's side and dws were connected with a dp cable, there was no output to the monitor which delayed the procedure. When the monitor and dws were connected with a dp optical cable, there was output to the operator side. This problem was happening intermittently. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported display issue incident could not be determined.